Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a sleeve gastrectomy procedure, the patient experienced haemostatic bleeding. The patient required a return to the operating theatre to resolve bleeding by over sewing to control haemostatic. One device will be discarded.